Manufacturer narrative:
Manufacturing review: the lot number and serial number were provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual inspection & functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the investigation is inconclusive, as the device was not returned for evaluation. The definitive root cause for the reported issue could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. Labeling review: the current instructions for use states: warnings: use of accessories not compatible with the encor ultra breast biopsy system may create potentially hazardous conditions. To minimize interference with other equipment, cables should be positioned in such a manner to prevent contact with other cables. Precautions: this equipment should only be used by a physician trained in its indicated use, limitations, and possible complications of percutaneous needle techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a breast biopsy of two lesions in the same breast, the system allegedly reset itself on the third sample attempt on the first lesion; changing from sampling mode to initialization mode. It was further reported that the biopsy on the first lesion was completed with the samples obtained. Reportedly, another probe was used to complete the biopsy of the second lesion. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the serial number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a breast biopsy, the system allegedly on the third sample attempt reset itself; changing from sampling mode to initialization mode. The procedure was completed with the samples obtained. There was no reported patient injury.